Event description:
It was reported that a one-link needle-free IV connector disconnected. This occurred while flushing the patient's port after the pump was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8080 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.